Event description:
A wilson-cook metro wire guide angled tip was use in preparation for a procedure. As the wire guide was removed from the holder the tip separated on the distal end at the point. Additional information provided with this report indicated the physician used proper flushing techniques. This occurrence was prior to use with the patient. No patient injury was reported.